Manufacturer narrative:
(B)(4). The customer returned one ptd catheter assembly for evaluation. Visual examination confirmed the pebax tip is broken off the sample. The assembly appears typical except that the tip is broken off of the distal basket cap and only a portion is present on the end of the basket. Microscopic examination revealed a small portion of the tip, which has jagged edges, indicating a stress related tear. The sheath appears typical with no twists or kinks present. The basket wires are intact and secure within the basket connector. No other defects or damage were observed. The returned basket tip measured 0.2813 inches in length. Based on the range of 0.5156 to 0.5626 inches specified by the product drawing, approximately 0.2578 inches of the basket tip were not returned. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. Other remarks: it warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The reported complaint of the distal basket tip separated from the basket was confirmed through visual inspection of the returned sample. A portion of the tip remained attached to the distal connector, containing jagged edges, indicating a tear. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. A CAPA has been previously initiated to further investigate this issue. A conclusion code could not be found.

Event description:
The customer alleges the tip of the catheter broke off. The tip was removed intact. There was no additional intervention required for removal of the separated tip. No negative impact to the patient. The patient's condition is reported as fine. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the tip of the catheter broke off. The tip was removed intact. There was no additional intervention required for removal of the separated tip.no negative impact to the patient. The patient's condition is reported as fine. Therapy was not delayed or interrupted.